Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain/ constant pelvic pain, resembling imminent menstruation") in a female patient who received essure (batch no. B15008). The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had no reported allergy to nickel prior to placement. Concurrent conditions included adenomyosis. On an unknown date, the patient started essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("haemorrhagic menstrual periods"), bone disorder ("progressive onset and worsening of bone symptoms"), arthropathy ("progressive onset and worsening of joint symptoms"), neurological symptom ("progressive onset and worsening of neurological symptoms"), premenstrual syndrome ("more and more marked premenstrual syndrome: mood disturbance, weight gain and breast tension") with mood altered, weight increased and breast discomfort, iron deficiency ("iron deficiency"), neck pain ("left neck pain"), sciatica ("left sciatica"), disturbance in attention ("attention disorder"), auditory disorder ("sense of loss of hearing"), muscular weakness ("muscle weakness") and urticaria ("urticarial reaction to any and everything"). The patient was treated with tranexamic acid (exacyl) and surgery (essure removal by salpingectomy and total hysterectomy scheduled for (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, bone disorder, arthropathy, neurological symptom, premenstrual syndrome, iron deficiency, neck pain, sciatica, disturbance in attention, auditory disorder, muscular weakness and urticaria outcome was unknown. The reporter provided no causality assessment for pelvic pain, menorrhagia, bone disorder, arthropathy, neurological symptom, premenstrual syndrome, iron deficiency, neck pain, sciatica, disturbance in attention, auditory disorder, muscular weakness and urticaria with essure. The reporter commented: essure was placed with no difficulty or pain. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain/ constant pelvic pain, resembling imminent menstruation. Essure removal by salpingectomy and total hysterectomy was scheduled. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal will be required. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain/ constant pelvic pain, resembling imminent menstruation") in a female patient who had essure (batch no. B15008) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had no reported allergy to nickel prior to placement. Concurrent conditions included adenomyosis. On an unknown date, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods"), bone disorder ("progressive onset and worsening of bone symptoms"), arthropathy ("progressive onset and worsening of joint symptoms"), neurological symptom ("progressive onset and worsening of neurological symptoms"), premenstrual syndrome ("more and more marked premenstrual syndrome: mood disturbance, weight gain and breast tension") with mood altered, weight increased and breast discomfort, iron deficiency ("iron deficiency"), neck pain ("left neck pain"), sciatica ("left sciatica"), disturbance in attention ("attention disorder"), auditory disorder ("sense of loss of hearing"), muscular weakness ("muscle weakness") and urticaria ("urticarial reaction to any and everything"). The patient was treated with tranexamic acid (exacyl) and surgery (essure removal by salpingectomy and total hysterectomy scheduled for (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, menorrhagia, bone disorder, arthropathy, neurological symptom, premenstrual syndrome, iron deficiency, neck pain, sciatica, disturbance in attention, auditory disorder, muscular weakness and urticaria outcome was unknown. The reporter provided no causality assessment for arthropathy, auditory disorder, bone disorder, disturbance in attention, iron deficiency, menorrhagia, muscular weakness, neck pain, neurological symptom, pelvic pain, premenstrual syndrome, sciatica and urticaria with essure. The reporter commented: essure was placed with no difficulty or pain. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: b15008 manufacturing date: 2013/04 expiration date: 2016/04. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain/ constant pelvic pain, resembling imminent menstruation. Essure removal by salpingectomy and total hysterectomy was scheduled. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.